Event description:
A report was received that a pt had a pocket revision due to discomfort. In addition, the pt was experiencing redness at the ipg site. The physician moved the ipg to a new location and prescribed the pt oral antibiotics. The pt is reportedly doing well following the procedure.

Event description:
A report was received that a patient had a pocket revision due to discomfort. In addition, the patient was experiencing redness at the ipg site. The physician moved the ipg to a new location and prescribed the patient oral antibiotics. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.